Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed 'replace battery' message upon insertion of a fully charged autopulse li-ion battery (sn unknown). No patient involvement.